Manufacturer narrative:
Investigation/testing summary: upon receiving the notification, our carelink support team delved into the matter. Through a detailed examination using carelink personal, it was confirmed that the title for the ""meal summary report"" in japanese was inaccurately presented as ""assessment & progress report."" (Most likely) root cause: the underlying reason for this discrepancy stems from an erroneous translation string associated with the title of the ""meal summary report."" Analysis summary: to rectify the situation, the carelink development team has taken steps to amend the translation string. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification in ""sw requirement doc"" listed below. The corrected version will be integrated into our system and made live with the upcoming praas 5.12 release. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer updated the care link to latest version but there was error in the report generation. Troubleshooting was not performed and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. The samd technical assessment was performed.